Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began at the end of (B)(6) 2012. He claimed the subject meter was reading "60-90 mg/dl" higher than it should be and while he didn't provide specific glucose values, he mentioned results "over 200mg/dl." The patient manages his diabetes with humalog insulin through pump therapy and reportedly increased his dose of insulin and ate less food in response to the alleged high readings. He reportedly compared his meter result to another meter (freestyle) and stated the subject meter read >200mg/dl while the other meter read "145mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed that 2 days later he developed symptoms of "shaking, headaches and feeling uncomfortable." It would have been helpful to know if the patient had tested before or at the onset of his symptoms and what the result was. It is not known if the patient self-treated his symptoms. He reported that he had been going to his doctors once every 2 weeks but it was not clear whether he went for diabetes related issues. On (B)(6) 2012, he reported his blood glucose was tested using the doctor's meter (brand unknown) and he reported a value of "375mg/dl" he stated his doctor advised him to do multiple checks on different meters and wrote a prescription for more test strips. No medical treatment was reported. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the results obtained were from the same approved sample site and the subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - device evaluation: the products involved with this complaint have been returned on (B)(4) 2012. On (B)(4) 2012 product analysis (pa) evaluated the meter with the following findings: the meter was tested and no faults were found. The primary complaint was not confirmed. Pa evaluated the test strips on (B)(4) 2012 and the test strips passed all testing with no faults found. The retain test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.